Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was not turning on. Reportedly, customer reported that the unit would start-up but when it's powered on the unit performed a countdown. The customer reported there was no patient involvement.

Manufacturer narrative:
Based on information contained within the record, it could not be confirmed if device was or was not in use at the time the event occurred however, it was confirmed that there was no patient involvement. Attempts to gather additional information were unsuccessful. The determination could not be made that the device failed to meet specifications. It is unknown if the device was used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.